Event description:
Customer reported that they used a vaginal cylinder (al07028008) in combination with a source guide tube (al07292001) for a bracytherapy treatment on (B)(6) 2012. Prior to the treatment it was not recognized by the user that the collar on the source guide tube was moveable, which led to an incorrect positioning of the source guide tube in the cylinder. The treatment was performed with an incorrect set up and resulted in an miss-positioned radiation source. The cylinder is part of applicator set al13127000.

Manufacturer narrative:
User did not follow instructions for use. No further follow up of this MDR is expected.